Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they experienced a fluid leak with the connector. Upon follow up, the patient reported that the fluid leak came from where the baxter bag and connector meet. The patient stated that the adapter spins and there is a gap in between the adapter itself and the baxter bag. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they completed their treatment. The patient confirmed that they are continuing with peritoneal dialysis on their cycler without using the adapter without issue and without reoccurrence of the reported event. The patient confirmed that the adapter is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.